Event description:
Received medwatch report from the FDA contact, report (B)(4). In it the patient reported that he/she had lasik surgery at an undisclosed location, where they used intralase and allegreto q excimer lasers. The patient says the surgery resulted in extremely poor night vision (e.g. Loss of contrast sensitivity, blurry vision, halos and starburst). Patient claims doctor however ignored the complaint, and considered the surgery successful.

Manufacturer narrative:
Since no device ID has been provided with the report an investigation of the device has not been able to be completed. All pertinent information available to abbott medical optics has been submitted.